Manufacturer narrative:
There was no button error alarm on the insulin pump. The pump had an intermittent button response due to moisture damage on the keypad trace. The pump also had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the customer had a button error alarm on the insulin pump. The pump alarmed when his daughter was doing homework. Caller stated that the pump faces out and was clipped to her pants. Customer's blood glucose was 182 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.